Event description:
It was reported that the bd precisionglide 18x1-1/2in had foreign matter inside the package. The following information was provided by the initial reporter, translated from portugese to english: verbatim: identification of dirt inside the white packaging still sealed.

Manufacturer narrative:
H.6. Investigation summary batch history analysis was performed, quality notifications and maintenance where failure related records were not found. Bd confirms the drained resin claim according to the photos and samples sent by the customer. The excess of drained resin occurred due to an error in the assembly machine adjustment. The incident reported from this complaint will be monitored for trend assessment h3 other text : see section h.10.

Manufacturer narrative:
The following information has been updated: d.2. Medical device manufacturer: (B)(4). D.4. Medical device lot #: 9331782. D.4. Medical device expiration date: 2024-11-30. D.4. Unique identifier (UDI) #: (B)(4). D.10. Device available for evaluation?: yes. D.10. Returned to manufacture on: 2020-02-14. G.1. Manufacturing location: (B)(4). H.4. Device manufacture date: 2019-11-27. H.3. Device return to manufacturer.?: yes h3 other text : see h.10.

Event description:
It was reported that the bd precisionglide 18x1-1/2in had foreign matter inside the package. The following information was provided by the initial reporter, translated from portuguese to english: verbatim: identification of dirt inside the white packaging still sealed.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide 18x1-1/2in had foreign matter inside the package. The following information was provided by the initial reporter, translated from (B)(6) to english: identification of dirt inside the white packaging still sealed.